Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tandem-provided wall adapter was warm to the touch despite being in room-temperature conditions and tandem-provided charging cable began burning or melting. Reportedly, the pump was charging during the event. The customer's blood glucose had no adverse impact. The customer continued to use the pump for insulin therapy.